Event description:
A customer reported an alarm, specifically alarm 01, indicating an issue with their device. The customer's blood glucose level was displayed as "high," but no specific value was provided. The customer attempted to correct the high blood glucose level with a bolus via the pump, and there was no incapacitation requiring third-party assistance. The issue persisted even after attempting to load a new cartridge, prompting tandem technical support to arrange for a replacement pump. The customer was instructed on returning the defective device and informed about receiving a new pump with updated software, with training available through their tandem source account. The customer understood and acknowledged all instructions provided.